Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a prostatectomy robotic laparoscopic procedure, during docking, when inserting the cadiere instrument, the tip of the instrument had just passed the tip of the trocar there was a high-priority alarm and then there was an instrument failure. The instrument drive unit (idu) froze and it was not possible to move the idu. The fulcrum and position button did not work. The surgeon was able to remove the instrument and when wanting to move the am cart assembly (aca, sn - (B)(6) with the position button, there was a red alarm, and the surgeon could not move anything anymore. The surgeon manages to remove the instrument anyway. The aca was restarted and then the aca instrument were working. There was no injury to the patient. Total delay in performing surgery was 30 minutes.

Manufacturer narrative:
H2) correction: d1; additional information: h10 h3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated the logs were evaluated. A failure code and two error codes occurred in conjunction, indicating a mismatch in robotic arm joint 2 primary and secondary potentiometer readings exceeding specified limits. The error codes reports an error message stating, "danger: arm error. If instrument inserted, use mechanical releases to withdraw. If no instrument, unplug and replug arm.". The error codes are considered non-recoverable errors that prevent tele-operation and interrupt manual control, requiring the arm cart assembly to be rebooted in order to regain functionality. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to ¿ records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, during docking, when inserting the cadiere instrument, the tip of the instrument had just passed the tip of the trocar when there was a high-priority alarm and then there was an instrument failure. The instrument drive unit (idu) froze and it was not possible to move the idu. The fulcrum and position button did not work. Was able to remove the instrument and when wanting to move the am cart assembly with the position button, there was a red alarm, and could not move anything anymore. Manages to remove the instrument anyway. The am cart assembly was restarted and then the arm cart and instrument were working. Total delay in performing surgery was thirty minutes. There was no injury to the patient.